Event description:
It was reported that the patient's pump eroded through the patient's skin in (B)(6) 2004. The erosion was due to a corset that was used to correct scoliosis. The device system was used to deliver baclofen.

Event description:
In addition to the previously reported information, the patient the patient experienced pain, drainage and incisional wound opening at the device pocket site, associated with the pocket erosion event. The event required surgical intervention and the pump was explanted and replaced. The accurate date of surgical explant of the device was (B)(6) 2004, and not the previously reported date. It was noted that the patient was taking oral baclofen to make dystonia and spasticity tolerable.

Manufacturer narrative:
(B)(4).